Manufacturer narrative:
Lab evaluation completed on 13 jan 2022: ¿kinking noted along the body. FDA MDR reporting not required: no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
This file was assessed conservatively for stent fracture, on return of the device no fracture was noted. Supplemental report is being submitted as this file is no longer FDA MDR reportable. FDA MDR reporting not required: no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and found out the side of stent split. No use on patient. User changed to another same device to complete the procedure. Patient outcome n/a ¿ this observation was made prior to patient contact.